Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire medical that the vela ventilator experienced of a transducer (xdcr) faults during usage on a patient. No known injury or harm to the patient.